Manufacturer narrative:
The carefusion germany service department inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to a faulty flow control valve (fcv). During the inspection it was also found that a pinched hose between the blender and o2 relay may have contributed to the issue, but replacement of this hose only did not correct the issue.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop, safety valve, low peep and apnea interval errors. There was no patient involvement associated with this event.